Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that it was unsure when patient's poor stim coverage leading to the discovery of high impedances first occurred, but last documented meeting with patient prior to the lead revision was  (B)(6)2019. Last documented time impedances within normal limits was (B)(6) 2018. Lead revision performed (B)(6) 2019 when all impedances were resolved. The cause of high impedances was not determined. Patient had switched physicians between the time of finding the impedance issue and getting leads revised. Original implanting physician does not see this patient. Original physician was made aware of impedance issues but was unwilling to revise the leads himself, so patient sought out other options and opinions. No further complications were reported.

Manufacturer narrative:
Concomitant medical product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-jun-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(6), ubd: 08-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their leads replaced and their ins moved to the opposite side of the patient¿s body. The revision occurred on (B)(6) 2019. It was indicated that the leads were replaced due to multiple high impedances and poor stimulation coverage as a result. It was indicated that the leads would not be returned as the customer discarded the leads and the ins was still currently in the patient and in use. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.